Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Service investigation revealed extensive damage to the monitor's ca and defibrillation boards. Both boards had missing/damaged components and damaged traces. In addition the monitor's case was cracked and lcd screen was missing. The root cause for the damage was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4) the monitor would not power on properly. The last pt to use this monitor did not report any deficiencies.